Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the review of the black box data showed no evidence of power reboots prior to the complaint date. However, unexplained power reboots were observed in the black box post complaint date. The battery cap and the cartridge caps were not returned for investigation. All test steps were performed with test caps. The pump was able to power on with a test battery cap; however, the battery cap was unable to fully tighten. The battery compartment was cracked in multiple places and the battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Upon removal of the pump case, there was no evidence of additional moisture inside the pump. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Intermittent power complaint was not duplicated during investigation. Unrelated to the original complaint, the audio bolus button cover was torn; however, the bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment threads were stripped and that there was moisture inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.